Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose and diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl. The customer was treated with insulin pump for high blood glucose level. Based on customer report customer did not allege the insulin pump was under delivering. The customer was wearing the insulin pump during the event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.